Event description:
Boston scientific received information that the right atrial (ra) lead displayed noise and oversensing, resulting in mode switches. The noise was unable to be reproduced through isometric exercises and no pacing inhibition was observed. The patient implanted with this device system experienced atrial fibrillation (af) which progressed into atrial flutter. Additionally, the ra pacing impedance measurement decreased to 100 ohms. A lead revision procedure was to occur. Additional information was sought from the local area sales representative, however, at this time, additional information was not available. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.